Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a drill bit broke off inside the attachment, causing a piece of the bit to become embedded in the cheek of the surgeon. Adverse consequences and medical intervention for the user were reported as a result of this event (the bit had to be removed from the surgeon's cheek). No further information was provided. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown burr/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the synthes drill bit was being used with a non-synthes drill when it broke. The non-synthes company is also aware of the complaint and their product involvement. This report is for an unknown drill burr.